Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 499 mg/dl; cause was not known. Ketone level was moderate. Customer administered a manual insulin injection and then went to the emergency room. Customer was admitted to the hospital and was treated with intravenous saline/insulin. Elevated bg resolved. Customer was discharged the same day with no injury. There were no issues identified with the cartridge, insulin, infusion set tubing or cannula. No issues were identified with the pump. Reportedly, customer resumed pump therapy.